Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit batteries were found to not be charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 the getinge field service engineer (fse) that encountered the issue replaced the power management pcb - circuit board. The fse performed a complete preventative maintenance (pm) with full calibration, functional testing, and safety checks to factory specifications. The iabp was cleared for customer use. The nrc received the following part associated with this complaint: pcb, power managment,rohs, stating that the batteries would not charge. Upon inspection of the board, it was observed that q27 is damaged due to the component shorting out (damaged and burned). This damage poses a risk to the test fixture. This part cannot be investigated any further by the nrc. Based on past experience, when q27 shorts it prevents the batteries from charging. The board will be scrapped per procedure, as no further supplier testing will be done.

Event description:
N/a